Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch verio2 meter classified a blood sample as control solution. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue began at 1:20pm on (B)(6) 2015. At this time the patient obtained a result of ¿146mg/dl¿ when they applied a blood sample to the test strip; however this result was flagged as a control solution test by the subject meter. The patient informed the csr that they manage their diabetes by self-adjusting her insulin intake and denied making any changes to their usual diabetes management regimen due to the meter issue. The patient denied developing any symptoms as a result of the alleged product issue but claims to have self-treated by consuming additional food and/or drink at 1:30pm in response to the alleged product issue. No further blood glucose tests were performed on the subject meter or any other device at this time. At the time of troubleshooting, the csr was unable to resolve the issue, although they noted that the customer did not wash their hands with soap prior to testing. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) (B)(4), alleging that their onetouch verio2 meter classified a blood sample as control solution. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue began at 1:20pm on (B)(6) 2015. At this time the patient obtained a result of ¿146mg/dl¿ when they applied a blood sample to the test strip; however, this result was flagged as a control solution test by the subject meter. The patient informed the csr that they manage their diabetes by self-adjusting her insulin intake and denied making any changes to their usual diabetes management regimen due to the meter issue. The patient denied developing any symptoms as a result of the alleged product issue but claims to have self-treated by consuming additional food and/or drink at 1:30pm in response to the alleged product issue. No further blood glucose tests were performed on the subject meter or any other device at this time. At the time of troubleshooting, the csr was unable to resolve the issue, although they noted that the customer did not wash their hands with soap prior to testing. The patient¿s products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because, the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.